Event description:
It was reported that, during an office follow-up, there was alert that the low energy shock impedance was 250 ohms. The previous two readings were 85 and 95 ohms. Technical services reviewed the data and discussed doing some testing and some x-rays to check the electrode. The impedances are high but within normal limits. Later on, the doctor explanted and replaced both the pulse generator and the electrode. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an office follow-up, there was alert that the low energy shock impedance was 250 ohms. The previous two readings were 85 and 95 ohms. Technical services reviewed the data and discussed doing some testing and some x-rays to check the electrode. The impedances are high but within normal limits. Later on, the doctor explanted and replaced both the pulse generator and the electrode. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.